Manufacturer narrative:
Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged on both of the returned instruments and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic cholecystectomy. It was reported the er320 clips would not close around the vessels. The unformed clips were being ejected after the firing cycle was completed. There was no consequence to the pt.